Event description:
It was reported that the patient never liked therapy and wanted the pump removed. It was stated that saline was in the pump when the patient was last seen. The reporter did not know any medical history or any other medications the patient was taking. The patient experienced ¿feeling icky¿ when the pump was running and felt like it was not going to work for her. The physician reportedly tried to convince the patient to try prialt or some other drug, but the patient refused. The pump was reportedly removed on (B)(6) 2015. The reporter thought there was nothing wrong with the pump. A catheter access port (cap) study was performed and everything was normal. The patient recovered from the explant and the pain was managed by oral medication. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).